Event description:
Received a copy of maude report which states "when nursing was setting up the tpa infusion the IV tubing popped out of the tpa bottle and dropped to the floor. The IV tubing had to be replaced. After 30 minutes of tpa infusion the whole bottle was gone and there was still 38 mls that needed to be infused according to the calculation (68 mg to given). The patient was not harmed as a result of this incident."

Manufacturer narrative:
Manufacturer's report date: 04/09/2014. (B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional information or to request the return of the affected product.